Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. One-day postoperatively the pt presented with diffuse lamellar keratitis (dlk) in the left eye (os). A flap lift and rinse was performed os. The pt's preoperative bcva was 20/20 ou; postoperative bcva is currently 20/15 os. The pt responded to treatment and the dlk resolved with no loss of visual acuity. The association between the event and the device is unknown.

Manufacturer narrative:
An intralase clinical applications specialist (cas) visited the site on 08/24/06 and the device met specifications and was performing as intended. In addition, an intralase field service engineer evaluated the laser on 08/30/06 and adjusted flap settings. The laser met specifications and was performing as intended.